Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to an implant procedure with a severe pulmonary infection and respiratory disorder prior to the procedure. During the implantation of the right ventricular lead, the lead capture threshold was high and a better threshold could not be obtained with repeated position changes. The physician, after consulting with the family, came to the conclusion that further treatment was meaningless and the procedure was aborted. The patient died of respiratory failure from the previous conditions and not due to the device or any device related procedure.